Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if peritoneal dialysis therapy was being performed with a homechoice device and/or baxter healthcare solution(s) at the time of death. The cause of death was reported to be myocardial infarction and it was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and an evaluation was completed. The review of the event history log revealed there were no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed with no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Testing of the device pneumatic system revealed no leaks and all pressures were found to be correct and stable. A short simulated therapy was successfully performed. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.